Manufacturer narrative:
Un-reporting code e0404. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, h4, h6.

Event description:
Patient reported right side capsular contracture baker grade unknown and "autoimmune disease." The event of "autoimmune disease" is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient reported capsular contracture, baker grade unknown and "autoimmune disease". Device remains implanted. This relates to the right side.

Event description:
Patient reported capsular contracture, baker grade unknown and "autoimmune disease". Device remains implanted. This relates to the right side.

Manufacturer narrative:
The event of autoimmune disease and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and autoimmune disease

Event description:
Patient reported right side capsular contracture baker grade unknown and "autoimmune disease". Device remains implanted. Patient later reported "feels like two boulders sitting on chest".